Event description:
It was reported that three patients sustained superficial burns to the jawline and thigh area respectively following hair removal treatment with a lumenis lightsheer et laser. It was further reported that the patients have healed. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Furthermore, the expert concluded the reported treatment settings were appropriate.